Event description:
It was reported that during a procedure on an unknown date, patient had a reaction and pain to xenograft. Product was removed and discarded with no further complications.

Manufacturer narrative:
No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.